Event description:
A power source alert was reported by the caller, indicating a charging issue with the pump. There was no reported impact to the customer¿s blood glucose level. The caller resolved the issue by using a different charging cable, which allowed the pump to begin charging, and no further assistance was required.